Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. A complete set of fluoroscopic intraprocedural cine images was available for review of the reported event. Review of the provided images demonstrated the presence of a pre-existing surgical aortic valve (sav). A coronary angiogram was performed prior to valve implantation, followed by coronary protection of both the right and left coronary arteries using percutaneous coronary intervention guidewires, guide extension catheters, and coronary stents on ¿standby¿. Fluoroscopic valve load inspection images of the first valve were not available for review; therefore, appropriate valve loading could not be confirmed. The valve was deployed to just prior to the point of no recapture at a shallow depth, and under-expansion at the level of the inflow was observed. It was reported that tension was felt during valve deployment. This reported tension may be consistent with a possible valve misload; however, this cannot be confirmed due to the absence of valve load inspection imaging. Despite the shallow implant position, the valve was released. Following release, the valve appeared to dislodge above the surgical valve, resulting in significant aortic regurgitation. A second valve was subsequently prepared, and appropriate valve loading was confirmed under fluoroscopy. There is no evidence in the provided images that an attempt was made to snare the dislodged valve prior to the second delivery catheter system being advanced across the dislodged valve. It was reported that three deployment attempts were performed due to suboptimal positioning, with full deployment occurring on the third attempt. Valve depth prior to final release appeared adequate, with the valve settling deeper following full release. Post implant balloon dilatation was performed for under expansion and residual paravalvular leak, and subsequent angiogram revealed resolution of the leak. There is no evidence that the coronary stents were implanted, and final angiogram revealed adequate coronary perfusion and no paravalvular leak. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that "left breast" meant left coronary sinus.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1 - street updated from (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve dislodged during final release of the valve as there was too much tension as the delivery catheter system (dcs) was on the lesser curvature. The confida guidewire was switched to a non-medtronic guidewire as it did not provide the necessary support. After implant of the second valve, a post-implant balloon dilation was performed due to under expansion of the valve.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, it was observed that the patient's indwelling surgical aortic valve had presence of a pannus. Upon the first deployment attempt, at approximately 2/3rds deployment, tension was felt within the valve. Upon full release, the valve deployed inaccurately into the "left breast". Subsequently, a new valve and delivery catheter system (dcs) were opened, and the guidewire was switched from a confida guidewire to a non-medtronic guidewire. Upon the first deployment attempt with the second system, it was observed that the valve was not correctly positioned at 3-4 millimeters (mm), and was subsequently recaptured. Upon the second deployment attempt, the dcs dislodged ventricular, with the valve positioned at 10 mm. The valve was subsequently recaptured, and upon the 3rd deployment attempt, the valve was successfully placed at approximately 8 mm. A post-implant balloon aortic valvuloplasty was performed with a non-medtronic 22 x 40 mm balloon.

Manufacturer narrative:
Continuation of d10: product ID {evproplus-26}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}; explant date: {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.